Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated, "downstream occlusion." There was unknown patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection with the solis hardware service procedure and functional testing were performed. The customer's reported problem was confirmed. The root cause of the problem was that fluid ingression on dso sensor bezel surroundings and on latch lock assembly was found. The dso sensor assembly and latch lock assembly were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.